Event description:
A report was received that a pt was explanted due to pain from the implant surgery and ineffective therapy. The pt was reportedly doing well following the explant procedure.

Manufacturer narrative:
Add'l suspect device components involved in the event: model#: sc-8120-70. Model description: artisan 2x8 paddle lead.